Event description:
Post-op x-rays revealed two trestle self drilling screws had fractured and broke in the cervical vertebrae (c7). The actual date of the visit/discovery of event was not reported, and is unknown. Event date of (B)(6) 2011 is assumed for this report. The trestle anterior plating system was originally implanted on (B)(6) 2010.

Manufacturer narrative:
An evaluation is not possible at this time. Both fractured trestle screws remain anchored in the patient. Details of the case, the complete part number or the identifying lot number have been provided. Upon the receipt of additional information, a follow-up MDR will be submitted. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates and bone screws are manufactured from surgical grade titanium alloy ((B)(4)). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.